Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 140-141 mg/dl. Reportedly, the customer cleared the alarm and resumed insulin delivery. In addition, it was reported that out of range issues occurred between the transmitter and pump for an indeterminate amount of time. The customer confirmed that the pump and transmitter regained connection and declined to further troubleshoot with tandem technical support.